Event description:
An internal review was of the report of a patient death while on service, the events on the date of last msa activity ((B)(6) 2026) were reviewed by clinical complaints specialist. On this date, the following were identified: the mcot device triggered pause/ asystole (bth strip# 1457869860) ; this event was au-to-processed and not presented to a technician for review. The clinical complaint special-ist determined the event to contain a pause/ asystole event meeting criteria for technician review (pause of 10 seconds). Cardiologs (cl) metrics were reviewed and cl detected 6 total pauses, the longest of which was 2.25 seconds- cardiologs detected 26% noise burden.

Manufacturer narrative:
Review of the available information determined that the missed pause event and the patient's date of death occurred on the same date. Based on the available data, there is insufficient evidence to establish a causal relationship between the missed pause event and the patient outcome. Incorrect metrics and inconsistencies might lead the physician to delay his analysis, which may cause discomfort to the patient. The probability of medically reversible adverse health consequences is remote in the overall population and in the identified at-risk population. Serious adverse health consequences are improbable.